Manufacturer narrative:
Internal file number: (B)(4). Device status changed from yes, returning to no, discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. A 3.5 x 16 mm graftmaster covered stent was advanced; however, it failed to cross the lesion. Therefore, a 2.8 x 16 mm graftmaster covered stent was implanted to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.